Event description:
At the end of the surgical case the surgical tech approached me with a broken piece of instrumentation used to open the patient's head, and the tip was noted to be broken off. The patient was all ready transported to the picu. The surgical tech also stated the physician knew and had explored the surgical site and found nothing.prior to that the rn stated her needle count was incorrect and they had one extra. I spoke to the dr. And he stated he opened an extra needle for the cranial access kit. No x-ray was done at the time because of accountability.